Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 3/29/2022. Investigation summary: visual analysis of the returned sample determined that one empty opened folder and two needle-suture pieces of product code j556g were received for evaluation, the swage and attachment area was noted to be as expected. The needles were noted with marks and the sutures pieces present body fluids, wavy and open braid along of the strand due to the ends were cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: the suture is bent (not continuously smooth) and was fraying when pulling through. Occasionally with this code, the suture will break on dr. This is a code he¿s used for many years and said only recently, in the last the three months, has this become a consistent issue. He said this happens with 1 out of 3 sutures (j556) he uses with different lot codes. I inspected the suture during the case and asked they send back the two I observed with this issue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-02223.

Event description:
It was reported that a patient underwent a pediatric eye muscle procedure on (B)(6) 2022 and suture was used. During the procedure, the last two to three inches of the suture is kinked and when pulling through the muscle of the eye the suture is fraying. Surgeon finishes the procedure by carefully pulling through the muscle to avoid any additional fraying. There were no patient consequences reported. Additional information was requested.